Manufacturer narrative:
The reported failure of active exhalation proportional valve and active exhalation purge valve tests is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of an internal li-ion battery permanent failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review not required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. During functional testing, the device failed the active exhalation proportional valve and active exhalation purge valve tests. Following these results, the device was returned to the technician for further evaluation. Device log files were successfully downloaded and reviewed in full. Review of the logs identified a "ventilator service required" alarm indicating an internal li-ion battery permanent failure. Based on this finding, the device was determined to be ineligible for recertification. Additionally, and unrelated to the reported malfunction, routine service and maintenance activities were performed. These included replacement of the blower assembly, overhead blower filter, and inlet filter. The outer enclosure was cleaned. The rubber feet were found to be missing and were replaced. The front enclosure, top plate, and handle were replaced. A gap identified between the enclosures was corrected by reseating the enclosure components. No repairs related to the reported issue were performed. The device was scrapped.